Event description:
Following was initially reported: ¿customer reported that during the priming of the cardiohelp the touchscreen became non responsive after initially working. The customer indicated however that they were able to get the cardiohelp into global override. At this point we are unable to tell if it is a touchscreen calibration issue or something more. The customer had another cardiohelp available so they were able to switch the circuit to the other ch pump to resume priming and go on patient support.¿ no harm to any person has been reported. Complaint ID#(B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up emdr will be submitted when additional information becomes available.

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
Following was initially reported: ¿customer reported that during the priming of the cardiohelp the touchscreen became non responsive after initially working. The customer indicated however that they were able to get the cardiohelp into global override. At this point we are unable to tell if it is a touchscreen calibration issue or something more. The customer had another cardiohelp available so they were able to switch the circuit to the other ch pump to resume priming and go on patient support.¿ a getinge service technician (fst) was sent for investigation and repair on 2022-07-25. No part was replaced. The fst started the cardiohelp and the screen responded as it should. He ran the touchscreen calibration and checked the operation of the touch screen for one hour with no issues. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. However, according to the risk file following root causes can lead to the reported failure: lost touch calibration. Moreover in the instruction of use (IFU) of the cardiohelp-I chapter 5.4.1 "switching on the cardiohelp-I, self-test" it is mentioned that the touchscreen should not be used during the self-test. Otherwise, the cardiohelp-I could interpret a malfunction. The cardiohelp has several safety features, that the device can be operated, even when the touch screen does not work anymore. All-important adjustments can be made by using the rotary knob or if all other things do not work by engaging the emergency mode to keep up the blood flow. Further according to the instruction for use (cardiohelp system, chapter 5.6.1 check before every application) the touch screen has to be checked before use. The review of the non-conformities has been performed on 2022-07-28 for the period of 2017-05-22 to 2022-07-23. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2017-05-22. Based on the results the reported failure "touchscreen not responding" could not be duplicated. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.